Event description:
It was reported the patient was hospitalized (B)(6) 2009, because of a disabling tremor and gait disorders. At the time of the event the patient's stimulator was on and his settings were 4 volts (v), 130 hertz (hz), 60 microseconds for the "left" side and 3.2 v, 130 hz, 60 microseconds for the "left" side. After reprogramming and increasing the patient's medication ("requip modutab") the patient's tremor improved. It was noted the gait problem seemed to be an orthopedic problem thus an orthopedic consultation was recommended as well as intensive physiotherapy. The patient was discharged (B)(6) 2009.

Manufacturer narrative:
Product ID 748240, serial# (B)(4), product type extension; product ID 748240, serial# (B)(4), product type extension; product ID 338940, lot# b0865468k, product type lead; product ID 3389-28, lot# b0872103k, product type lead. (B)(4). (B)(6).